Event description:
It was reported that the pacemaker exhibited potential loss of capture and high capture thresholds on the right atrial (ra) lead. Technical services (ts) was contacted for a review, and ts discussed programming options and possible ra lead revision. The device and leads remain in service. No additional adverse patient effects were reported. No adverse patient effects were reported.